Manufacturer narrative:
Manufacture date: may 2007. Asp investigation summary: the investigation included a review of the service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis, the health hazard evaluation and CAPA. The service and complaint history review of the six months ((B)(6) 2010 - (B)(6) 2011), for this unit, (B)(4), per account history has not observed any significant trend. Trending analysis ((B)(6) complaint per unit year chart) for the problem code disinfectant time not entered did not reveal a significant trend over the past 12 months ((B)(6) 2010 - (B)(6) 2011). The fmea (failure mode effects analysis) for the aer revealed the risk priority number (rpn) for non-efficacious disinfection cycle is below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/ disopa was reviewed for the risk of infection hazard caused by improper soaking. The risk was categorized as alarp (as low as reasonably practicable). The hhe (health hazard evaluation) for similar issues of a shorter disinfect time on the aer revealed the hazard/risk index was 6, which indicates the associated risk is low. A score of greater than 3 initiated a CAPA investigation. A CAPA was initiated to investigate the asp automatic endoscope preprocessor (aer) system disinfect time being set by customer below the required cycle time of 5 minutes when cidex opa was used (i.e., at correct temperature parameter of 25 deg c for cidex opa). A customer letter was sent to the account as a component of the corrective action. The letter reinforced the importance of properly setting the disinfectant cycle time when using the asp aer. A label was also sent along with the letter to affix to the asp aer unit to serve as a constant reminder to verify the correct disinfectant cycle time. The customer confirmed the label was properly affixed. There were no parts returned for investigation. The root cause was determined to be use error of incorrectly setting the disinfect time on the aer unit and failure to follow the instructions for use of the cidex opa solution. The customer confirmed that they have corrected the disinfect time to 12 minutes.

Event description:
A customer reported improper processing time in their aer automatic endoscope reprocessor with printer. The unit is not set for disinfecting 12 minutes. It is reported this processing error began in (B)(6), 2010. The customer was advised that the time programmed for disinfect relates to the product being used to disinfect (i.e. Cidex opa). The customer was advised to follow the disinfectant instructions for use. It was confirmed that the correct disinfect processing time has been set. It is unknown how many patients had procedures with scopes that were not processed at the correct hld (high level disinfect) time. It was reported that there have been no patient reports of injury or harm. The facility has two aer units. This is report two of two.

Manufacturer narrative:
Ni